Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage occurred in the 0.2 micron filters. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was received which consisted of one extension set. The sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unit was visually inspected under normal conditions of illumination. No obstructions, damage, or other defects were detected in the product. Leak testing on the sample received was performed using hydrostatic vessel. A leak was observed in the filter air vent; the complaint was confirmed. After analysis it was decided that the root cause was not associated with manufacturing process since the failure could not be reproduced following the assembly process, thus the most probable root cause is that the filter became damaged from the use of solutions containing high levels of surfactants. Root cause was traced to user interface. No corrective actions were performed since the failure mode was not related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).